Event description:
It was reported that the patient became paralyzed from the waist down when the physician tried to implant the neurostimulator. The patient was told if the physician hadn¿t come back right away she would have been paralyzed from the neck down. The patient was in the recovery room and she could not feel her legs after implant. The patients back also hurt. The physician was called back and took the whole implant out. The patient remained paralyzed a year later. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that the trial stimulation went very well and the patients pain decreased from 10 to 2. The trial lead was removed 2013-(B)(6). After the implant, the patient continued to come in for visits approximately every month. The patient continued to have low back pain and was paralyzed from waist down. The patients physician had no further information on the cause of the paralysis other than that it was post implant.